Manufacturer narrative:
Based on the information provided, siemens has become aware of information that reasonably suggests that a marketed device may have caused or contributed to a death or serious injury, or a device has malfunctioned and this device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This event meets the FDA 21 cfr part 803 criteria for medical device reporting. The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens become aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, no x-ray release was possible. The patient was moved, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & system log files. Prior to an emergency procedure, the system displayed the error message "tube hot, have a break", and no x-ray was emitted. As a result, the patient was transferred to another hospital for the procedure. No health consequences were reported because of this event. The system includes a multi-stage detection and warning mechanism that activates when the x-ray tube is excessively used during fluoroscopy or image acquisitions. This safety feature prompts the user with the message "tube hot, have a break". This message advises the operator to reduce usage to prevent overheating. If usage continues despite the warning, the oil temperature in the tube may rise beyond a defined threshold. At this point, an automatic safety switch disables x-ray imaging, and the following message is displayed "no xray, tube too hot". In the reported incident, only the "tube hot, have a break" message was shown. This indicates that x-ray imaging was still technically available at the time. However, it cannot be ruled out that x-ray emission may have been subsequently blocked due to continued tube overheating. Instruction for use provide adequate information about what if the tube hot message is displayed on the system. Message: tube hot, have a break 1) have a break, if possible. 2) you can continue fluoroscopy but use a dose saving fluoro mode, if possible. Message ¿no xray: tube too hot¿ the x-ray tube has run too hot by excessive fluoroscopy/acquisitions or by a defect in the cooling system. 1) check the cooling system. 2) if you cannot rectify the fault immediately: terminate the current examination and contact siemens service. During onsite troubleshooting customer service engineer (cse) found that fuse ¿f3¿ in the x-ray tube cooling unit was blown. Further investigation revealed that a faulty k2 relay was likely responsible for this. The internal defect in the k2 relay caused flickering at the relay contact, potentially resulting in excessive input current, which led to the fuse blowing. The cse replaced both the k2 relay and the f3 fuse. Following this repair, the system resumed normal operation. The root cause of the issue was identified as a blown fuse in the x-ray tube cooling unit, most likely caused by an internally defective k2 relay. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.